Manufacturer narrative:
Investigation summary the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of why there was carryover or erroneous results from the lwa instrument could not be determined. The fse (field service engineer) could not reproduce the issue during the onsite visit and no contamination results were to be found while troubleshooting the instrument. Despite the customer claims of properly preparing patient blood samples, they still obtained erroneous results on our facscanto product. However, no patient samples or incorrect results were used for patient treatment and the results were captured and halted before proceeding further. There was no report delay or harm to the patient. A possible cause of the carryover could be an error in tube preparation, like sample volume size, since there were two technicians involved in each patient sample. Larger volumes could cause residual sample to stick to the lwa spindle and carry over onto the next tube. Though these are possible speculations, it could not be verified by the fse. The instrument was performing as intended, however extensive cleaning or washing recommendations can be found in the bd facs lyse wash assistant user¿s guide - # 23-11113-00 starting on page 8 and 105 to help mitigate sample issues. Based on the investigation results, the root cause of carryover or erroneous results in the bd facs lyse wash assistant could not be determined. The fse could not verify the source of the issue and could not replicate the complaint. Although patient samples were involved, the results were not used for diagnosis or treatment. The safety risk is moderate, s3, however there was no impact to patient health or safety.

Event description:
It was reported that during use with a bd facs¿ lyse wash assistant there was carry over of lymphoma cells into a second sample. 3 patient samples were re-ran with a blank sample in between each run and there was no carry over. There was no impact to patient. The following information was provided by the initial reporter: there has been a suspicion of cross contamination between two samples. The two tubes were in the lwa at the same time, using the same program. "Regarding carry-over: no impact of patients, as we noticed it in time and could re-run for confirmation. Background: we run two lst-tubes from different patients at the same time in one lwa. We found lymphoma cells in the second sample, which later on not could be confirmed in b-clpd2 or after re-run of lst. The 'cross-over-sample' was analyzed at canto before the other sample, so we are sure the problem is not from canto. Two different persons were preparing each sample, so we are also sure of not mixing in any step before lwa. Today we have done some tests as you suggested: 3 patient samples with blank (pbs) in between the patient sample in lwa. No cells was found in canto in the blank-samples, so no carry over shown.¿ additionally, the customer provided the following additional information: 1. How did the customer determine there was carryover? ¿we found lymphoma cells in the second sample, which later on not could be confirmed in b-clpd2 or after re-run of lst." 2. How did the customer determine the result was erroneous? ¿later on not could be confirmed in b-clpd2 or after re-run of lst" 3. How did the bd personal who reported this complaint narrow the defective unit down to the lwa rather than the flow cytometer that performed the analysis? What was the flow cytometer that performed the analysis? ¿the 'cross-over-sample' was analyzed at canto before the other sample, so we are sure the problem is not from canto." To my knowledge there are two facscanto ii instruments used at the same lab, ran by the same responsible end user. 338962 - bd facscanto ii cytometer 4/2/2 sys ivd - (B)(6). 338962 - bd facscanto ii cytometer 4/2/2 sys ivd - (B)(6). 4. What was the exact % of carryover? Be specific - need exact results not general statements? Not yet obtained, follow up with customer ongoing. 5. Provide screenshots or reports for or further analysis of exactly what type of carryover occurred. Not yet obtained, follow up with customer ongoing.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facs¿ lyse wash assistant there was carry over of lymphoma cells into a second sample. 3 patient samples were re-ran with a blank sample in between each run and there was no carry over. There was no impact to patient. The following information was provided by the initial reporter: there has been a suspicion of cross contamination between two samples. The two tubes were in the lwa at the same time, using the same program. "Regarding carry-over: no impact of patients, as we noticed it in time and could re-run for confirmation. Background: we run two lst-tubes from different patients at the same time in one lwa. We found lymphoma cells in the second sample, which later on not could be confirmed in b-clpd2 or after re-run of lst. The 'cross-over-sample' was analyzed at canto before the other sample, so we are sure the problem is not from canto. Two different persons were preparing each sample, so we are also sure of not mixing in any step before lwa. Today we have done some tests as you suggested: 3 patient samples with blank (pbs) in between the patient sample in lwa. No cells was found in canto in the blank-samples, so no carry over shown.¿ additionally, the customer provided the following additional information: how did the customer determine there was carryover? ¿we found lymphoma cells in the second sample, which later on not could be confirmed in b-clpd2 or after re-run of lst." How did the customer determine the result was erroneous? ¿later on not could be confirmed in b-clpd2 or after re-run of lst". How did the bd personal who reported this complaint narrow the defective unit down to the lwa rather than the flow cytometer that performed the analysis? What was the flow cytometer that performed the analysis? ¿the 'cross-over-sample' was analyzed at canto before the other sample, so we are sure the problem is not from canto." To my knowledge there are two facscanto ii instruments used at the same lab, ran by the same responsible end user. 338962 - bd facscanto ii cytometer 4/2/2 sys ivd - (B)(4); 338962 - bd facscanto ii cytometer 4/2/2 sys ivd - (B)(4). What was the exact % of carryover? Be specific - need exact results not general statements? Not yet obtained, follow up with customer ongoing. Provide screenshots or reports for or further analysis of exactly what type of carryover occurred. Not yet obtained, follow up with customer ongoing.